Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous coronary intervention procedure. Femoral angiogram, to verify the location of the puncture site, was not performed. No calcification or femoral tortuosity was felt at the access site. Reportedly, there was difficulty advancing the thumb advancer, and sheath splitting was not complete. Sheath carving occurred. The safety release mechanism was used to remove the device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date (reported as occurred at the end of (B)(6)). The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. (B)(4) - failure to follow steps. This code is used to address the failure to take a femoral angiogram to verify the location of the puncture site. Per the instructions for use- perform a femoral angiogram to verify the location of the puncture site.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy the thumb advancer was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to deploy the thumb advancer incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.